Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device does not recognize the connected electrodes. As a result, defibrillation therapy may be unavailable, if needed.

Manufacturer narrative:
Stryker further evaluated the customer's device and verified the reported issue. Stryker also observed that the device failed to deliver a shock during testing. It was determined that the cause of the reported and observed issues was user error as the technician delivered a shock into a resistance box. This resulted in the device sustaining electrical overstress to its internal components. The device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device does not recognize the connected electrodes. As a result, defibrillation therapy may be unavailable, if needed.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and verified the observed issue. The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.